Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that after an implant procedure the patient experienced increased back pain. It was also noted that the patient was throwing up, had diarrhea, and fever. The physician believed that the symptoms were neither device nor procedure related and there was no infection. The patient underwent an explant procedure. No device malfunction was suspected.